Event description:
Caller reported temperature alarms identified as 10 and 11, indicating a potential issue with the equipment. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To address the issue, a replacement pump was arranged by cts, and the customer opted to use multiple daily injections (mdi) as a temporary backup therapy. Cts confirmed the shipping address and instructed the caller on how to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days, which the caller acknowledged and understood.